Event description:
It was reported that the insulin pump alarmed no delivery 4 days prior to the call and that the customer changed the infusion set to resume device use. The customer stated that this had happened on several occasions. She did not recall the blood glucose reading but noted that it was high. She also reported that her blood glucose levels tended to go up really high when she was down to 40 units of insulin in her reservoir. She stated that this always happened when she had 40 units of insulin or less in the reservoir. She observed that the insulin pump would alarm high alert. She spoke with her doctor and was unable to figure out the cause of the issue. Troubleshooting for the issue was declined, since the caller did not want to waste insulin. She noted that she had just arrived home and had not eaten. Advised the customer to call back if the issue persisted. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.